Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Also reported, silicone lymphadenopathy and fibrocystic change with adenosis.

Event description:
Patient reported a right side rupture. Also reported, silicone lymphadenopathy, foreign body reaction and fibrocystic change with adenosis. Device was explanted.